Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted to cycle power to clear the alarm. The tsr had the hp cycle power again to press go to start and had the hp disconnect and remove the cassette to discard the supplies. The tsr advised the hp to contact the nurse. No patient injury or medical intervention was indicated at the time of the initial report. During follow up, the peritoneal dialysis registered nurse (pd rn) stated that she was very well aware since the hp had called her to figure out what to do next. The pd rn told the hp to drain out whatever needed to be drained out and then start over with new supplies. The pd rn gave the hp proper instructions on manual drain, ending therapy, and starting over with new supplies. The pd rn stated that she will follow up with the hp since the hp will be coming into the clinic for a regular check-up. Per the pd rn, the hp was continuing therapy without any other complications. No further information was provided. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4).this report of a system error 2240 alarm was not confirmed and the cause was not identified because the sample was not returned for evaluation and the patient did not describe any type of use error that might have caused the alarm. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.